Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4592 implantable pacing lead: (B)(6) 2002. (B)(4).

Event description:
It was reported that the ventricular lead impedance and threshold has been increasing. It was also reported that isometrics and pocket manipulation did not produce any noise. It was further reported that the electrogram (egm) noted ventricular high rate (vhr) episode revealed under and oversensing, and the egm markers do not appear to line up. It was reported as well that the patient recalled bending over and falling forward, but at the time the patient¿s blood pressure medications were being adjusted and the patient does not recall any symptoms from the noted vhr. The patient is scheduled for follow up and the device remains in use. No patient complications have been reported as a result of this event.